Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. While inserting the mapping catheter, bleed back was observed at the hemostatic valve. The procedure was completed using an alternate device. No patient complications occurred. The device is expected to be returned for analysis.